Manufacturer narrative:
(B)(4) - difficulty swallowing - (B)(4).

Event description:
The pt was receiving efficacious therapy until the pt was admitted to the hospital (B)(6) 2010 for difficulty swallowing, respiratory distress and increased tone. Acute withdrawal symptoms were noticed a day later on (B)(6) 2010. The pt was taking oral baclofen every 4 hours. The pump delivered lioresal 2000 mcg/ml at 319 mcg/day. The pump's daily infusion rate was increased with no improvement in tone. A catheter revision was performed (B)(6) 2010. During surgery, free flowing retrograde csf (cerebrospinal fluid) was observed from the catheter. The hcp made a spinal incision and cut the catheter at the spine where it exited and also obtained a free flow of retrograde csf. The proximal segment of the catheter only was replaced, leaving in the existing spinal segment from the original (B)(4). An (B)(4) was spliced onto the existing spinal segment and tunneled over to the pump. The pt, postoperatively, was started on a lower pump infusion rate of 270 mcg every day. The pt was seen by the hcp on (B)(6) 2010. The pt was doing very well.